Manufacturer narrative:
H11: additional manufacturer narrative. Updated sections : g3, g6, h2 , h6( type of investigation). Corrected section : h6( investigation findings, investigation conclusion. The subject device was not returned for evaluation, and no pictures of the device were provided for evaluation. However, medical records were provided indicating that "surgeon noted that the previously placed valve was placed high in the anulus, in a relatively confined environment where all 3 posts had fused with the aortic wall, possibly contributing to the dehiscence and premature degradation of valve performance. A DHR review was performed, and no relevant non-conformances were identified. Based on the information available, the most likely cause is due to procedural factors. An edwards defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 7 months due to dehiscence, severe regurgitation and pseudoaneurysm. Patient presented with acute on chronic heart failure. The explanted valve was replaced with a 23mm 11500a aortic valve. Per medical records, patient was found to be in heart failure with right coronary graft acutely occluded with large lvot pseudoaneurysm with severe ai. Surgeon noted that the previously placed valve was placed high in the anulus, in a relatively confined environment where all 3 posts had fused with the aortic wall, possibly contributing to the dehiscence and premature degradation of valve performance. Upon stitching and reinforcing the aortic side of the pseudoaneurysm with a bovine patch, the root was enlarged and a 23mm 11500a valve was secured in place with cor-knots. The patient was rewarmed, and cardiac function improved to baseline. Patient was weaned from bypass, and surgeon performed hemostasis efforts for approximately 2 hours then with good result. Patient tolerated the procedure and was transferred to sicu in stable condition. The patient was discharged on pod#9. This is a 65-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.